Event description:
It was reported that the customer was reported for gastroparesis, vomiting, and high blood glucose over 400mg/dl. It was stated that the customer was instructed by the doctor not to connect back the insulin pump. It was stated that the customer did not feel well to troubleshoot the device. The mother stated that she believes the insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked case noted near corners of display window. Scratched display window noted.